Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had poor touch panel sensitivity and the response was slow when the touch screen was pressed; however, it was not affected to continue iabp therapy. There was no patient harm.

Manufacturer narrative:
Due to character limitation in block e1: event site name: (B)(6). Event site city: (B)(6). A getinge field service engineer (fse) evaluated the unit and could not duplicate the issue reported, and just to be sure, the fse performed a touch panel calibration. After each operation, operation was confirmed based on the inspection record sheet and it was confirmed that the equipment is currently in good condition and working. All functional test performed.